Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for a device replacement procedure. During the procedure, device interrogation identified loss of capture. The physician attempted to reposition the lead; however, the lead could not be properly connected to the pacemaker header. As a result, the pacemaker was not used and was replaced during the same procedure. The patient remained stable throughout the procedure.